Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right ventricular (rv) lead exhibited high capture thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.